Event description:
Pt called lfs in 2004 and alleged that their meter was reading inaccurately erratic and high as well. The pt performed two tests on their meter within 10 minutes and obtained results of 17.9 and 10.7 mmol/l. The pt also reported an incident that occurred two nights before calling lfs. They stated they took insulin based on their meter result (did not report the result) and stated that they began to experience a low blood sugar reaction. They began to sweat and became shaky. They tested their blood sugar and the meter read 3.8 mmol/l. The meter matched the symptoms. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. The pt did not have any control solution to test on the meter. Based on the info provided, there is evidence of a meter malfunction; the meter failed the meter-to-meter comparison. There is no evidence that the pt suffered a serious injury. Meter and test strips are being replaced for the pt. No further info has been reported.